Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received multiple calibration error alarms and sensor error alarm. The customer's blood glucose was 58 mg/dl and sensor glucose was below 60 mg/dl at the time of incident and triggered threshold suspend feature. The customer was unable to troubleshoot for the sensor error alarm at the time of call. The sensor will not be returned for analysis.